Event description:
It was reported that on a device recording, it appeared the ICD was sensing appropriately however the device was triggering non sustained lead noise. The non sustained lead noise was triggered due to mismatch in the far field and the near field channel. Reprogramming was recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.